Manufacturer narrative:
This customer reported five (5) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii. Customer reported receiving "very high" patient blood lead test results in the last 2 weeks. The presumed falsely elevated patient blood lead test results have been collected by multiple end users of leadcare ii. The customer reported blood lead samples are typically collected from patients 12 to 24 months old. Customer reported a leadcare ii test result of 42.3 ug/dl. Technical services (ts) requested corresponding confirmatory test reports. The customer stated that patient results are stored in individual patient electronic medical records. The customer was unable to recall the patient's name and therefore was unable to confirm if the patient received confirmatory testing. Customer reported that control results were tested upon opening the test kit on (B)(6) 2026. The controls were within the target range according to package insert instructions: level 1 = 10.8 ug/dl (target range = 7.6-13.6 ug/dl) and level 2 = 32.2 ug/dl (target range = 26.9-34.9 ug/dl). Ts advised the customer to rerun level 1 and level 2 controls as the presumed falsely elevated patient blood lead test results began after the initial control testing. The customer reported no construction or renovations ongoing in or around the building. The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water prior to sample collection, contact with the skin when wiping away the first drop of blood. Ts advised the customer to keep all blood lead testing kit supplies in their original container until immediately before use. Ts also advised the customer to plunge collected blood from the capillary tube into the treatment reagent (tr) immediately after collection and then transport the sample in the tr tube to the lab for testing. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to the leadcare ii product literature to the customer. The customer reported they will review resources with staff and monitor patient testing. Ts followed up with the customer on (B)(6) 2026. The customer reported seeing no additional falsely elevated patient blood lead test results since implementing the cdc recommendations. Customer is satisfied.